Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. The instructions for use (IFU) advises to "before use, check device for damage. Discard if you have any questions about patient safety. Contraindications state, "do not use on a patient who is or becomes highly aggressive, combative, agitated, or suicidal. (B)(4).

Event description:
Customer reported that the straps are pulling apart from the material. Customer also reported that the male part of the buckle is breaking. The exact date of occurrence is unknown and there was no patient injury reported.

Manufacturer narrative:
Investigation observed that there was a break on the male component which appeared to show the prong was forced outward. However, the broken piece was not returned; therefore, the cause of the prong breaking cannot be determined. With only the information available and the product returned without the broken prong, it can only be speculated that prong may have broken off due to excessive force. Note: the IFU states, " do not use on a patient who is or becomes highly aggressive, combative, agitated, or suicidal." All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. (B)(4).

Event description:
Supplemental submission regarding product return evaluation.